Event description:
After an implantation period of approximately 49 months it was reported that oversensing in the ventricular channel was observed. The patient was hospitalized but the lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022, the rv lead was removed from the patient. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica 7 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 49 months and 19 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Plexa promri s 65: upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 8 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through between 9 cm and 7 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On (B)(6) 2022, the rv lead was removed from the patient.